Event description:
It was reported that at 2 month follow-up visit after implantation with infuse bone graft, pt complained of severe pain. MRI showed fluid collection at right l4. Lab work done showed wbc of 6 and sed rate of 18. A needle aspiration was performed approximately 2 1/2 months post op. 30cc fluid was removed. It is unknown if the infuse bone graft contributed to the reported event.